Manufacturer narrative:
Additional narrative: reporter is a j&j employee.. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during evaluation the repair technicians found out that the torque limiting handle quick release 6mm hexagonal coupling was failed calibration. The issue found during testing at service and repair. There was no patient involvement. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Service & repair evaluation: it was reported that the device failed in calibration the drawing specification is 7.0 ¿ 8.4 nm. The torque tested high. The repair technician reported the item failed calibration testing. The cause of the issue is unknown. The item was sent to the vendor for re-calibration on 03-jun-2020. The item will be repaired per the inspection sheet, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Service & repair history: the previous service event for part number 321.133 with lot number(s) 6972670-41 has been reviewed. The customer called in a service request for this item on 20-jun-2019 for failed calibration the item was previously returned for service on 18-dec-2018 due to failed calibration. The previous service condition of failed calibration is relevant to the current complained issue of failed calibration . The manufacture date of this item is 31-aug-2012. The service history review is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.